Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that during the placement, the implant rotates incorrectly due to a defective connection. The procedure was completed with the placement of another implant. Patient history, tooth site, and bone density unknown. Zimvie received one (1) xifnt413, (osseotite tapered certain¿ implant 4 x 13mm) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on the external threads. The drive feature was damaged/stripped. DHR review was completed for the subject lot number 2022060882. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022060882 for similar events and 1 other relevant complaint(s) was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The drive feature was damaged/stripped. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that during the placement, the implant rotates incorrectly due to a defective connection. The procedure was completed with the placement of another implant. Affected dental position: unknown. Type of bone: unknown.